Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop due to full battery depletion of the 14 volt batteries and 11 volt battery backup. It was reported that the patient was not feeling well and fell asleep on battery power. When they woke up, they were unable to move. The patient¿s wife reconnected them to new batteries and the pump restarted. The submitted log file (a8101229.log) contained data from 15jul2021 at 23:53:36 to 29jul2021 at 1:35:22. The pump fixed speed was set at 8800 revolutions per minute (rpm) with a low-speed limit of 8400 rpm. On 29jul2021 at 1:18:00 the pump enter power save mode due to full depletion of the 14 volt batteries and no external power alarms were active. At 1:35:22, the pump stopped due to a full battery depletion of the emergency battery backup (ebb). Following the pump stop, the log file was filled with yellow wrench advisories associated with the controller clock being reset to the default timestamp of 01jan2001 at 1:00:00. Excluding the pump stop event, the pump operated at or above the low-speed limit. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) provides important information regarding the heartmate batteries, including how to monitor battery charge level and replace depleted batteries. The heartmate ii patient handbook outlines battery charge level and fuel gauge display. The user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module once battery level is low. The IFU and patient handbook also provide instructions for exchanging batteries and switching power sources. Furthermore, these documents contain information regarding all system controller alarms as well as the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02jan2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further cautions, ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04698. It was reported that during visit to clinic the clock not set alarm was noticed on interrogation and a review of the event history found no external power and pump off alarms. The patient described that they were "not feeling good" over the prior weekend and that they fell asleep connected to batteries and woke up "not able to move". The patient and their spouse tried to reconnect to new batteries and the pump did restart. There were low battery advisories noted on (B)(6) 2021 at 23:13 followed by low voltage hazard events on (B)(6) 2021 at 01:18 and 01:35. The backup battery was then enabled until it was depleted, which caused the pump to stop. It appeared there was a total loss of power to the mobile power unit (mpu) during the clock not set events that caused low voltage hazard events. The mpu has a v-lock connector on the ac power cord. There were no environmental circumstances that would have affected ac power at the time of the event.